Manufacturer narrative:
The user reportedly experienced hypoglycemia requiring emergency medical treatment while on ilet therapy. Severe hypoglycemia requiring emergency department evaluation is consistent with a serious glucose management event requiring medical assessment. The user reported being transported to the emergency department by a family member, treated, and released the same day. Multiple follow-up attempts were made to obtain additional information regarding blood glucose values, symptoms, treatment, and the circumstances leading to the event; however, no additional information was obtained. Based on available information, the cause of the event remains not established and a relationship to device performance could not be determined. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia resulting in emergency room treatment. The user was treated in the emergency department and released on (B)(6) 2026. Long-term health effects were unknown.